Manufacturer narrative:
This report is being filed on an international product, list number 8p06-74 that has a similar product distributed in the us, list number 8p05, and 510k/PMA/bla of p050042. Section a. Patient information: no additional patient information was provided. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed a false negative alinity I anti-hcv result. ID (B)(6) tested alinity I anti-hcv result of 0.75 and 0.76 s/co, negative. This was inconsistent with the patient¿s historical result. On (B)(6) , 2024, the patient result was 3.90 s/co, positive. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained alinity I anti-hcv reagent kit. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing of lot 71568be00, which contains the same bulk material as lot 71568be01, was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I anti-hcv reagent lot 71568be01 was identified.

Event description:
The customer observed a false negative alinity I anti-hcv result.ID (B)(6) tested alinity I anti-hcv result of 0.75 and 0.76 s/co, negative. This was inconsistent with the patient¿s historical result. On (B)(6) 2024, the patient result was 3.90 s/co, positive. No impact to patient management was reported.